Event description:
Several physicians in another country, performed comparison tests using contour ts meters and a laboratory test. The study incided 1,017 sets of results. The following 8 results fall in the "c" and "d" zones of the parkes error grid: see scanned table. No adverse events were alleged. The test strips are to be returned for evaluation.